Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first two clips fired fine, then the clips were not holding firmly enough on the duct. It would slip off as it crossed over at the end. Titanium clips were used to complete the procedure. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be within the acceptable limits.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. An intra-operative photograph was reviewed and it is believed the cause of the complication was probably inadvertent forces being placed on the clip and clip jaws during firing over a challenging structure and not completing the firing stroke.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was cholangiogram done on procedure? No. The cause of the complication was probably inadvertent forces being placed on the clip and clip jaws during firing over a challenging structure and not completing the firing stroke. The forms seen in the photographs are more likely to result when firing over larger structures because the user tends to inadvertently place more forces than normal in an attempt to get the structure occluded and maintaining good visualization of the clip tips. The scissored tends to be the result of the forces of one clip leg being greater than on the other and/or some rotational force (torque) placed on the jaws. In either case the forces cause one or both clip legs to jump out of the clip track during forming. When the clip legs jump out of the clip track they are no longer constrained and cannot retain alignment to each other.